Event description:
It was reported that during an afib procedure, a perforation was noted when the patient's blood pressure dropped. Anticoagulation medication was withdrawn and the patient went into stable condition and was discharged from hospital. According to the physician catheter manipulation along the roof of the left atrium caused of perforation.

Manufacturer narrative:
(B)(4). It was reported that during ablation, a perforation was noted as the patient's blood pressure dropped. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. A deflection test was also performed and the catheter passed. Finally, the returned device was tested for eeprom, carto, 4khz and calibration functionality. The catheter passed these tests. Catheter was properly visualized during test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The concomitant products: stockert: model# m-5463-01 serial # (B)(4); coolflow pump: model# m-5491-02 serial # (B)(4); carto 3: model# m-4800-01 serial # (B)(4); lasso nav variable eco split: model# m-4800-01 lot # 15686899l. (B)(4).